Event description:
Guidewire lumen would not allow guidewire to pass through. No harm to patient. Failed product is available for pick up. Manufacturer response for visions pv .035 ivus catheter, (brand not provided) (per site reporter): product was picked up.